Event description:
Pt's groshong peripherally inserted central catheter double lumen catheter placed on 4/2/98. Pt discharged 4/9/98 with intravenous antibiotics at home through 5/6/98. Line kept in place and flushed per protocol. Line leaking on 5/13/98, above white sleeve and had to be removed.